Event description:
There was an allegation of questionable elecsys ft3 iii results from the cobas e411 rack analyzer. The initial result using the primary sample tube was 4.58 pg/ml. The repeat result performed in a sample cup was 26 pg/ml. The result using the primary sample tube from a new venipuncture of the patient was 25 pg/ml.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6) . The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.